Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the rca. During pre-dilatation of the lesion several balloons ruptured but a drug eluting stent could be subsequently implanted. During post-dilatation the perforation was detected. The perforation was tamponade with a balloon for 5 min. Subsequently, the pk papyrus was delivered but did not advance across the perforated segment, stripped of the balloon and was deployed proximal to the perforation. Another pk papyrus was implanted and the perforation was sealed. Patient remained stable.